Manufacturer narrative:
The catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection, screening, temperature, and impedance testing of the returned device. Visual inspection revealed a large hole and multiple cracks on the pebax area with internal parts exposed; however, the damage could be related to the handling. No other damage was found on the tip. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. Temperature and impedance testing were performed, in accordance with bwi procedures. No impedance values were observed in electrode# 1 (dome) and an open circuit was found in the tip area. A manufacturing record evaluation was performed for the finished device 31195466l number, and no internal actions related to the complaint were found during the review. The sensor issue unknown reported by the customer could be confirmed and it could be related to the force error or no impedance issue. The potential cause related with the damage on the pebax area found could be related with the handling, but it cannot be conclusively determined. The instruction for use (IFU) states when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Also, verify compatibility between the sheath and the catheter. Advance the catheter through the sheath prior to insertion. Any sheath less than 8.5 fr is contraindicated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a large hole and multiple cracks on the pebax area with internal parts exposed. Initially, it was reported that a catheter sensor error was encountered. The cable was replaced, as well as the catheter, and the procedure was completed. There was no patient consequence. The sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on (B)(6)2024, there was a large hole and multiple cracks on the pebax area with internal parts exposed. The cracked pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6)2024.